Manufacturer narrative:
(B)(4). Approximate age of device - (B)(4) months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 at approximately 2:30am, the patient was found by a family member on the sofa ¿asleep¿. When tried to be awaken to take to bed, the patient did not respond. Ems was contacted and at arrival they intubated the patient for ¿irregular respiration". In the emergency room the patient was not arousable and a head CT performed showed a major bleed. On admission, the patient¿s inr was therapeutic at 2.7 and device interrogation was unremarkable. The patient was given a poor prognosis and subsequently expired on (B)(6) 2017. The cause of expiration was reported as intracranial hemorrhage. The medical professionals at the implanting center indicated that the device was operating as expected until it was turned off. Prior to the event, the patient had reportedly been out all day with family the day prior ((B)(6) 2017) with no signs or symptoms. At 11pm that same evening, the patient talked with their daughter with no problems. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.